Event description:
The customer reported that while the unit was in use on a pt, the unit had a short battery run time and the power/trigger switch seemed to be operating only intermittently. The pt was switched to another unit and therapy was continued. No pt injury was reported.